Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a cylinder that seemed too long or not seated well which potentially was impending erosion. Upon revision, an infection was identified; therefore, the existing ipp was removed. No further patient complications were reported.